Event description:
It was reported that the programmer displayed an error at power up. The programmer was cycle powered, but the error did not clear. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).